Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported j3 is feeling rough and also reports of multiple "cannot connect to robot" issues. The original robot could not be used. Legal authorized the use of a second robot to be used to complete the case. There was a delay of 55 minutes.

Manufacturer narrative:
Device identification: the reported device was confirmed to be a 3.0 rio robotic arm - mics, 209999 (B)(4) with connection errors and a rough feeling in the j3 joint. Device history review: review of the device history records indicate that (B)(4) was manufactured and accepted into final stock on november 20, 2012 with no reported discrepancies. Device evaluation and results: according to gsp case (B)(4), the fse investigated the issue at the site where the fiber optic cables were cleaned and checked for connectivity issues with the mps. During the investigation all system checks and tests passed. The error could not be duplicated after the investigation. The fse also did not find any issue with the movement of the arm. Related tests were run and the system passed. System is ready for use. Complaint history review: a review of complaints related to (B)(4) shows 2 additional complaint related to the failure in this investigation. The complaints are: (B)(4). Conclusions: the failure mode of connection errors and a rough j3 joint were not confirmed. The issues were observed during a case and resulted in a 55 minute delay and use of another system. The system was subsequently tested and declared ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. The mps reported j3 is feeling rough and also reports of multiple "cannot connect to robot" issues. The original robot could not be used. Legal authorized the use of a second robot to be used to complete the case. There was a delay of 55 minutes.